Manufacturer narrative:
It was reported that the flat panel spring arm allegedly separated from the horizontal arm. A stryker field service technician (sfst) entered the or, he confirmed that the spring arm had separated from the horizontal arm of the suspension. The sfst secured the spring arm, and during the course of his investigation, he found that the spring arm circlip, which is used to secure the spring arm to the horizontal arm, had come off. This was the root cause of the separation. The sfst then reinstalled the spring arm and secured it using the existing circlip. He then checked the circlip using his go/no-go gauge and found that the circlip passed testing. The sfst then performed functional testing of the spring arm and the monitor and found that all equipment was functioning properly. The suspension was placed back into service and the issue was resolved. There was no patient involvement, no injuries and no adverse consequences reported.

Event description:
It was reported that the flat panel spring arm allegedly separated from the horizontal arm. There was no patient involvement, no injuries and no adverse consequences reported.